Event description:
The customer called requiring assistance with activating a temporary basal rate on the insulin pump and reported that he had experienced low blood glucose of 31 mg/dl. The customer stated he had no concerns regarding the insulin pump malfunctioning, explaining that his doctor determined he stacked insulin and required that customer go on the temporary basal rate.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.